Event description:
Event became reportable based on investigation completed on 10/25/2006. It was reported that in preparation for a procedure, difficulties were reported with the quantum maverick monorail ptca catheter. According to the customer, "stopcock would not tighten on the balloon. This device was not used. The physician pulled a different device to complete the case." No pt injuries or complications were reported.

Manufacturer narrative:
Returned product analysis could not verify the connection difficulties experienced during the procedure. Returned product analysis did reveal a hypotube fracture 143 centimeters proximally from the distal tip. The balloon catheter with the product mandrel and balloon protector intact was rec'd. The manifold/hub was not returned for analysis. Visual and microscopic examination of the fracture face revealed evidence that he hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to it's fracture. The cause of the original kink or the subsequent fracture could not be determined. The mfg records for top assembly batch 8585994 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. There are no similar complaints of this nature related to this batch number. The root cause of the hypotube fracture could not be determined.